Event description:
It was initially reported by the nurse that the pt's diagnostics testing likely showed a possible short circuit condition. The sys diagnostics dcdc code dropped from 2 to 0 and pt is having a slight increase in seizures. Good faith attempts to obtain additional info has been unsuccessful till date. The cause of problem is unk at the moment.